Manufacturer narrative:
The investigation of the returned web system found the pusher hypotube bent at the proximal end. The unit did not pass continuity and resistance testing. Further inspection of the pusher found the black lead wire broken at the distal solder joint, which would have caused the reported detachment failure. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher bend, but the damage is consistent with the device experiencing forces that exceeded the pusher's yield strength. The physical evaluation of the device could not identify the conditions or circumstances that led to the distal solder joint break, but the damage is consistent with the device experiencing forces that exceeded the solder joint's tensile strength.

Event description:
See h11.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
It was reported that the device did not detach/release from its delivery system when being positioned. It was recaptured and replaced by another and the procedure was completed successfully. There was no patient injury. The patient outcome was reported as "great".